Manufacturer narrative:
Device was returned and analysis was completed. Analysis confirmed that the tip of the returned driver has been broken off. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar (revision posterior fusion) procedure. During the procedure, the tip of the driver broke into the cavity of the patient. The broken piece was retrieved via suction. The procedure was completed with the use of another driver. The issue did not result in a procedure delay. There was no reported impact on patient outcome.